Event description:
It was reported that a malfunction alarm appeared on the customer's pump, and the pump could not be turned on. There was no adverse impact to the customer's blood glucose level. A new charger was mailed to the customer, and a follow-up action was planned to ensure the issue was resolved. There was an attempt to contact the customer for confirmation, but there was no answer.